Event description:
It was reported that the customer had a physical damge on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that there is cracks and chips around the reservoir and battery compartment of the insulin pump. The insulin pump physical damage was possible form being dropped. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.